Event description:
It was reported that 1 bd precisionglide¿ needle each from lots 1210597 and 0252734 were defective. The following information was provided by the initial reporter: finished good lot# pc0236- (bd lot# 0252734, 1210597)-date received from complainant (B)(6) 2022

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 1911916-2023-00048 was sent in error. (Needle shield / cap difficult to remove) is not considered to be a reportable malfunction. MFR#: 1911916-2023-00048 is void as a result.

Event description:
It was reported that 1 bd precisionglide¿ needle each from lots 1210597 and 0252734 were defective. The following information was provided by the initial reporter: finished good lot# (B)(4)- (bd lot# 0252734, 1210597)-date received from complainant (B)(6) 2022

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1210597 medical device expiration date: (B)(6) 2026 device manufacture date: (B)(6) 2021 medical device lot #: 0252734 medical device expiration date: (B)(6) 2026 device manufacture date: (B)(6) 2020 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.